Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the battery clip was broken. The monitor was originally returned for repair due to a sensor intensity error when the broken clip was found. Since the event occurred during routine testing of the device, there was no patient involvement during this event.